Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased and on the day the patient passed away there was a lead integrity alert (lia) for the right ventricular (rv) lead due to high rate non-sustained episodes, short v-v intervals and impedance out of range. The current egm (electrogram) and stored egm¿s indicated there was oversensing on the rv lead and there was also undersensing on the right atrial (ra) lead. Follow-up information obtained from the clinic stated that the clinic did not know the cause of death but did note that the patient had an office visit fifteen days earlier and the device system was working as normal with no known issues.